Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the patient programmer was showing poor communication with and without the antenna attached. Patient further reported that they got the ins because they had problem urinating/going to the bathroom all the time and used the stimulator for the first 2 years but then it did not work so they got discouraged because they were not getting any results so they ended up giving up on it. No further complications were noted or anticipated